Event description:
"""There is blood or medication leaking from the needle-to-syringe connection. Usually the needle barrel does not connect properly to the syringe and this allows leakage to occur."" ""There is a resistance to triggering the sol-millennium safety needle device compared to needles from other brands."""